Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported when the patient¿s ins was interrogated, high impedances of >2000 ohms were seen on combinations of 0-2 and 0-3. There were no therapy concerns as the therapy was functioning fine. No changes were made as the therapy was functioning fine. No symptoms were reported in the event. It was noted the patient currently did not have a managing physician. There were no further complications reported or anticipated.

Manufacturer narrative:
(B)(6). Weight was reported as approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the high impedances was unknown. There were no further complications reported or anticipated.